Event description:
The provider states the chair tipped over and bent the hanger assembly on both sides; unit looks like someone had pushed the chair into something hard causing the unit to bend evenly on both the left and right side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.